Manufacturer narrative:
The device was received fully deployed. There were no timeouts, drive stalls, or hazard alarms observed that would indicate there was a struggle to deliver insulin. The patient history buffer (phb) data showed that the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egv) and user inputs. During investigation, the exposed portion of the soft cannula was observed to be damaged. Despite this damage, fluid was able to flow the complete fluid path. The exact timing and cause of this damage to the exposed portion of the soft cannula could not be determined, therefore it could not be determined if this damage contributed to the reported not sure delivering insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.a166u1ues6czb6. Hardware: sm-a166u1. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl while wearing the pod between 1 and 4 hours. Investigation of the pod observed a tear in the cannula. The device was originally reported for patient not sure if insulin was being delivered.